Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 545 mg/dl. Customer¿s blood glucose level was down to 534 mg/dl. Customer's blood glucose level down to 242 mg/dl after changing infusion set. Customer was treated with insulin pump. Customer stated that there was no air bubble and leak. Customer stated that the insulin exited at the quick release. Customer was alleging insulin pump for under delivering. The insulin pump will not be returned for analysis.